Event description:
Patient reported they have periodontal disease and have experienced chipping on their teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.